Event description:
During index procedure, physician used a venaseal occluding device to treat the great saphenous vein (gsv). The procedure was completed as per IFU. There was no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. There was compression of gsv. At 7 days post procedure follow up patient reported pain and trouble walking. Per sonographer, there appears to be an advancement/migration of venaseal adhesive from the right gsv into the right femoral vein via a small perforator branch. Focal occlusion of the right mid femoral vein (fv) was noted, with thrombus visualized. It is also reported there appears to be acute deep vein thrombosis (dvt) distal to adhesive blockage, all mid 1/3 thigh. The patient was put on coumadin and had a follow-up ultrasound 19 days post procedure, which showed no improvement and additional thrombus forming posterior to the venaseal adhesive in the femoral vein. The thrombus was not extended from the sfj. Patient has been referred to interventional radiologist and has switched blood thinners from coumadin to eliquis. No further patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis there are 2 images of the same area. These appear to be consistent with the description of the event. I.e. This appears to be at mid-femoral vein. The upper image is transverse or cross section, clearly showing venaseal along the upper part of the vein. There is significant shadowing, (black drop out) below the adhesive, which is not typical with thrombus, indicating the adhesive is blocking the ultrasound and creating an empty area in the image below its location. The square duplex color box ¿ shows no color ¿ which may suggest no flow, or the image was taken without augmentation we cannot know for sure the lower image is a long axis view of apparently the same area of the leg/vein. It shows more clearly how the venaseal adhesive is along the upper wall, it is labeled as such. The color box here is a trapezoid, again showing no color, therefore no flow and supports the concept of dvt. Impressively, we can again see the black ¿shadow¿ below the adhesive, where the ultrasound waves are blocked by the adhesive, reinforcing this is adhesive and not thrombus. The image shows the venaseal adhesive in long axis, measuring 2.64 cm in length. It also has significant echo drop out ( black shadowing below the venaseal) due to the blocking of the ultrasound transmission thru the material ¿ thus a shadow. The last image which shows color flow in the femoral artery ( orange like color ¿ mixture of red outer edge and yellow center ¿ color differences are due to different blood velocity at wall or center lumen) there is also a lack of color in the sf vein, which denote no flow ¿ suggesting the dvt process as noted in the other orientations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.